Event description:
It was reported that once the catheter was in place, the balloon burst while being inflated with carbon dioxide. Additional information received from the distributor on (B)(6)2011 stated the balloon was not pretested. The balloon burst insitu when inflated with co2. The balloon was in the right side of the heart. The catheter was removed and a second one placed and used successfully. No reported injuries or complications to the patient. There was a delay in treatment, but it was not harmful to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.